Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0fth3, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that over the years the patient had had many infections, but she hadn¿t had an infection since she got the implant. All of a sudden when the patient woke up on (B)(6) 2014, she thought she had a bladder infection and was not able to go to the bathroom at all. The device was implanted to help with urinary retention, and she could pass a few drops but it really burned. The patient had two cups of coffee and two to three cups of water so she should have had to go to the bathroom. The patient had a shot for her back, and when that was done they could see the wire was in the correct place. Normally the patient could feel a tingling from her implant, but she couldn¿t at the time of the report. When she tried using the patient programmer, it needed a battery.

Event description:
It was reported that a patient¿s therapy had been working wonderfully. The patient had a pinched nerve, went to physical therapy three times within three weeks, and since physical therapy she was leaking and wearing a pad. The patient wasn¿t feeling stimulation and wanted to know what she could do to get relief again. The device was on program 2 at 1.7 volts and she changed stimulation to program 3 at 1.7 volts, where she was feeling stimulation. Three weeks later, the patient was working with a doctor¿s assistant to reprogram her implantable neurostimulator (ins). The doctor¿s assistant told her that she probably had some inflammation and told her to see her primary care physician for an x-ray to see if she could get a cortisone shot. Her primary care physician said there was no point in the x-ray and could clearly see the patient was in pain. The primary care physician contacted a clinic that does the injections. The patient had an appointment scheduled with her healthcare professional on (B)(6) 2014 and planned to discuss the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.